Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Customer¿s blood glucose (bg) level was displayed as "low", although a specific value was not given. Customer addressed their bg level by consuming carbohydrates. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.